Manufacturer narrative:
(B)(4). Batch #t94722. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did any piece of the blade fall inside the patient? If yes, how was it retrieved? Did the patient experience any adverse consequences due to this issue?

Event description:
It was reported that during an unknown procedure, the harmonic tip broke. It's unknown whether there were any patient consequences. No additional information is available at this time.